Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the clinic after receiving therapy from the implantable cardioverter defibrillator (ICD). The patient noted that the device started beeping after the shock was administered. Upon interrogation the medical personnel saw that the right ventricular (rv) lead shocked into a shorted lead condition due to a low out of range shock impedance measurement of less than 20 ohms during shock delivery. During the interrogation the shock impedance was at 48 ohms. Boston scientific technical services (ts) was consulted and advised to replace both the rv lead and ICD due to the shorted lead message. Further testing between the rate sense and distal coil on the rv lead was performed which did not yield. This testing allowed the physician to deduce that the distal coil on the rv lead was the issue. Subsequently a revision procedure was performed where the ICD and rv lead were explanted. The rv lead was laser extracted and explanted in two different segments. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 140 millimeters (mm) from the terminal pin. Two segments of the lead were returned, a terminal end segment and a tip segment totaling in length 605 mm; it was noted that some of the segments of the lead maybe missing. Visual inspection noted that all of the filars appeared cut and the insulation was missing from the first 35 mm of the tip segment. Further visual inspection found cuts in the insulation, tissue and calcification on the proximal spring electrode, laser extraction damage and blood and body fluid in the lead lumen. The rate sense conductor coil was extremely stretched in the tip segment, and the tip had been pulled inside of the tip insulation. Microscopic inspection noted trilumen insulation webbing damage between the distal high voltage and proximal high voltage lumens at approximately 387 to 397 mm from the terminal pin. There was evidence of arcing in this area as well. The outer insulation in the same area was slightly out of round and was shiny from rubbing; it had a couple of surface abrasions and tears. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region.